Event description:
After approximately 10 seconds into the procedure, fluid appeared behind distal lens and the scope was unusable. After trying a backup scope that failed as well, surgery was cancelled. Patient must reschedule.

Manufacturer narrative:
The device was returned for evaluation and could confirm the customer complaint for being cloudy. The distal tip has leaked. The solder around the edge of the distal lens has deteriorated. Scope will be shipped to supplier for further investigation. (B)(4).

Manufacturer narrative:
Device was received and forwarded to supplier for additional analysis. An evaluation was performed on the returned product and could confirm the customer complaint for fluid behind the distal tip lens. A visual inspection showed the scope has been used in the field. The distal tip was viewed under the microscope and showed the solder to be deteriorated creating a leak path under the distal tip lens. Per customer, they were using an anti-fogger at the distal tip for cleaning. The scope¿s IFU does not indicate this fogger for use. The supplier stated such failures are caused by a too strong reprocessing method or a too aggressive medium which was used for reprocessing / sterilization. No further investigation is required. (B)(4).